Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) review and similar incident query for this product was not performed since the lot number was not reported and the device was not returned for analysis. It should be noted that coronary dilatation catheter nc trek rx, global, instructions for use states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85%, and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Manipulation and/or mishandling of the device while using excess force during retraction resulted in the reported detachment of the tip/balloon. Additionally, there was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, angiography showed stent restenosis in the left main artery. A 5.0x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. During removal of the bdc, resistance was met and then the physician exerted force for removal. Once outside of the anatomy, it was noted that the distal part of the bdc was missing. The guiding catheter (gc) and the guide wire were then removed, when it was noted that the distal end of the bdc was within the gc. The separated portion was successfully removed as a single unit and did not remain in the anatomy. There was no adverse patient sequela reported. No additional information was provided.